Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Product did not contribute. The complaint was reviewed and analysis showed no trend for 38031052 lot no: 107474905. The device history record was reviewed.

Event description:
Allegedly revised after 59 months due to avascular necrosis.